Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that pt has noticed a dime-sized red bump at the insertion site, 6 days after sensor insertion. Pt consulted with his physician and was diagnosed with a (B)(6) infection at the insertion site. Pt was prescribed an antibiotic and wound had to be drained. Pt's insertion site is discolored and a small scar, where the infection drainage occurred, has formed. At the time of his call to dexcom technical support, pt reports he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.